Event description:
It was reported by the clinician that the catheter is "tearing/splitting" near the hub and is causing the patient to become saturated with blood. There have been no patient complications reported. Additional information received from the hospital on 8/18/2009, stated the catheter is leaking close to the connection of the IV tubing. The clinician alleges this has occurred five times, but does not have specific information regarding each incident. Follow up information received on 8/19/2009, stated the tubing was never connected in these cases. The leakage was noticed during the insertion process.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.